Event description:
During a remote follow-up, a bluetooth (ble) telemetry issue was suspected on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.